Event description:
During a low anterior resection, the device did not cut after firing. As a result of the device not cutting the doctor had to perform an abdominal perineal resection and not an anterior resection as planned. The resection was very low and revision stapling or hand sewn anastomosis was not possible. The surgeon performed a colostomy instead of intestinal continuity.